Manufacturer narrative:
The technician found the brake caster was worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake was not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).